Manufacturer narrative:
Correction made to d10: date returned to MFR: 11/19/2020 (previously 11/18/2020) additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the second y-site in the upstream part. The reported condition was verified. The cause of the condition was due to lack of solvent being applied uniformly in the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set ¿fell apart at the injection hub site¿ (separated) leading to a leak. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.